Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: salt accumulation)/block drainage lumen/no drainage eye).the lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the foley catheter was not draining properly. The catheter tubing had to be milked every hour to get urine to drain. The patient reportedly had a 1600cc urine output during a 12 hour period. The patient's urine was reportedly yellow without any sediment/mucous.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was not draining properly. The catheter tubing had to be milked every hour to get urine to drain. The patient reportedly had a 1600cc urine output during a 12 hour period. The patient's urine was reportedly yellow without any sediment/mucous.